Manufacturer narrative:
Concomitant medical products: model: 4592-45, lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced non-capture during bipolar pacing, however capture was noted during integrated bipolar pacing. The rv lead was capped and the patient's system was downgraded to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.